Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; four days following onset the dlk was noted as improving but not rapidly enough for the clinics liking. A lift and irrigation was performed and the symptoms were noted as resolved since that time. The patient is reported to have been released from care without further issues.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the left eye four days following lasik treatment. The patient reported blurry vision in the left eye. The topical steroids were increased to hourly and an oral steroid pack was prescribed with plans for the patient to return to clinic in two days. If no improvement by the next treatment day the patient would have further intervention. Additional information is requested.